Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 16-mar-2025, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 15-jul-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an implantable pump. It was reported that the pump and catheter were completely explanted. Additional information was received from the healthcare provider via the manufacturer representative (rep). It was reported that the pump pocket got infected and everything had to be removed. The manufacturer was not notified the patient was having surgery to remove the pump so no rep was present at the day of explant. The status of the device was unknown but it was most likely discarded.